Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device has been provided by user facility for investigation at our bbm laboratory in melsungen, germany and the investigation is on going at this time. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): drive blocked during run.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) result of examination: the provided sample was subjected to a visual and functional examination. The device history files showed some entries of the reported malfunction "drive blocked". However, the functional examination did not confirm this error pattern. The long term test revealed no abnormalities. Inside the device no damages were discovered. Within this examination no technical defect was detected. There was external damage that was unrelated to reported complaint, and this was repaired before the pump was returned.